Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. The customer followed the instrument manufacture's guidelines for result management and repeated the results in question. The "greyzone" result (according to the customer) repeat analysis was performed on 2 separate analyzers which adequately replicated results on 3 separate samples. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that there was a hbsag issue. 1 of 3: 7/12 ¿ nonreactive. We had three separate samples. We ruled out patient misidentification. The positive sample was 34.7 which is a gray zone and requires repeat. We did repeat and it was positive. We actually repeated it on two different analyzers and got the same results on all three samples.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there was a hbsag issue. 1 of 3: 7/12 ¿ nonreactive. We had three separate samples. We ruled out patient misidentification. The positive sample was 34.7 which is a gray zone and requires repeat. We did repeat and it was positive. We actually repeated it on two different analyzers and got the same results on all three samples.